Event description:
As reported, approximately 9 years and 4 months post the initial left total hip arthroplasty, the patient was revised due to the poly wearing over time. The patient was revised to exactech devices, but the acetabular side was removed and replaced with competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 2517500 148-36-07 - 12/14 zirconia head 36mm rep by 170-36-07 2906662 164-01-14 - element-stem, collarless w/ha, std offset, sz 14 4014366 180-01-54 - nv crown cup clstr hole 54mm group 2.